Manufacturer narrative:
Other, other text: returned device was received with cracks on both corners of top case also cracked on bottom case. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump displayed battery depleted and the pump shut down during infusion. The event history log was reviewed and it showed a sequence of alarms with several "base task debilitated" alarms. The battery in the pump had been replaced by smiths onsite team on (B)(6) 2020. There was no reported adverse event.